Event description:
During the endoscopic retrograde cholangiopancreatography (ercp) of the common bile duct procedure the jagtome rx sphincterotome was used. After the exchange, while front loading the guidewire into the tome, it kept coming out of the c-channel on the proximal end. A hydratome 44 was used to complete the procedure. The patient's condition was reported to be fine.

Manufacturer narrative:
Other, guidewire/catheter fit. These codes were selected by the manufacturer based on information obtained from the user facility. The complainant reported that the suspect device was disposed. The product analysis could not be performed. The complaint is not confirmed as the suspect device was not available for the evaluation.